Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: administered IV magnesium sulfate at a dosage of 2 grams over a duration of 2 hours, with the infusion via pump completed within 1 hour. The patient remains stable. The rl6 assessment was finalized on friday, (B)(6) 2024.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed due to no return of physical sample.